Event description:
Reporter indicated that a vns pt felt that normal mode stimulation were stronger after completion of a magnet mode stimulation cycle. It was also reported that with the feeling of stronger stimulation the pt experienced ear pain. It was then reported that the physician has recommended that the pt undergo revision surgery in response to pain.